Event description:
"Vague abdominal pain, intestines were draped over tubing of lap-band. The hose was indenting the bowel." Follow up findings with physician noted an exploratory laparoscopic procedure was performed. It was immediately noted that the bowel was draped slightly over the tubing and was quickly corrected. Per the physician this was not a malfunction of the band. No other info is available at this time to determine a probable cause or an exact cause. The pt's symptoms have resolved.